Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients represented in the article is male/55 years old. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Possible models could include the sprint fidelis (6931 and 6949). The recall and correction number listed are in reference to a product family of leads that are associated with the field action. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Without the specific model number(s ), it is not possible to assure the specific product correction number referenced in the article is listed in this report. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿ comparison of lead failure manifestation of biotronik linox with st. Jude medical riata and medtronic sprint fidelis lead.¿ journal of interventional cardiac electrophysiology. 2019; 54(2):161-170. 10.1007/s10840-018-0486-0. If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
A journal article was reviewed which contained information regarding this lead family. The article reported that there were patients who experienced inappropriate shocks. There were lead insulation issues, oversensing, undersensing, diminished sensing, rising thresholds, impedance changes, apparent fractures, non-physiological high rate signals (oversensing), and lead recalls. The leads were replaced/extracted, and some leads were returned for analysis. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: further review prompted a change in the device analysis results. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this lead family. The article reported that there were patients who experienced inappropriate shocks. There were lead fractures, insulation issues, oversensing, diminished sensing, rising thresholds, impedance changes, and non-physiological high rate signals. There were also patients who had infections reported. The leads were replaced/extracted, and some leads were returned for analysis. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.